Manufacturer narrative:
The investigation determined that phyt quality control results were acceptable at the time of the incident. The investigation found no evidence to suggest that either the vitros 5,1 or the vitros phyt slides had malfunctioned. The customer repeated on sample acceptably multiple times after the original negatively biased result. The investigation determined that the customer may not be centrifuging samples as the sample tube manufacturer recommends. The root cause of the imprecise phyt results is unknown, however, sample pre-analytical error cannot be ruled out.

Event description:
The customer obtained imprecise phyt results from two patient samples using vitros phyt slides on a vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The biased results were reported; however, there were no allegations of harm. A corrected report was sent for the first patient. A corrected report was not sent for the second patient as both the correct and the biased result were sub-therapeutic. This report corresponds to ortho clinical diagnostics inc. Complaint (B)(4).